Event description:
It was reported that during testing a result of 'poor integrity' was produced. Programming equipment was swapped out but there was no change in the results. The pt is still able to hear but sound is softer.